Manufacturer narrative:
H6: investigation summary bd received 230 samples from the customer in support of this complaint. 20 of the returned 230 customer samples provided, along with 20 retention samples from the bd inventory, were functionally tested and the customer's indicated failure mode of underfill was not observed as all 40 tubes drew within specification. Bd was unable to confirm customers indicated failure mode based on the returned and retained samples test results. No definitive root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. H3 other text : see h10.

Event description:
It was reported when using the bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: blue citrate tubes don't fill properly. The laboratory cannot render a hemostasis result on a tube that is not filled to the clear ring at the top of the tube. Loss of vacuum problem in tubes of lot 1053849 one patient was repricked up to 3 times. Clinical consequences: the laboratory cannot render a hemostasis result on a tube that is not filled to the clear ring at the top of the tube. Need to re-prick several patients. One patient was re-sampled up to 3 times.

Event description:
It was reported when using the bd vacutainer® blood collection tubes buffered sodium citrate 0.3ml - 0.109m, the device experienced underfill or low draw of a tube with blood. The following information was provided by the initial reporter. The customer stated: blue citrate tubes don't fill properly. The laboratory cannot render a hemostasis result on a tube that is not filled to the clear ring at the top of the tube. Loss of vacuum problem in tubes of lot 1053849 one patient was repricked up to 3 times. Clinical consequences: the laboratory cannot render a hemostasis result on a tube that is not filled to the clear ring at the top of the tube. Need to re-prick several patients. One patient was re-sampled up to 3 times.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.